Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "calcified capsules" and "it was a very dense, hard calcifies capsule, with liquid calcium". The healthcare professional also reported capsular contracture, baker grade IV. The device has been explanted and discarded.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, additionally reported, "calcified capsules". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Additional observations: crease fold and wear abrasion observed, on the device. Observed, what appears to be like crater appearance on shell surface.

Event description:
The device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.